Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. At the time of the report, the customer had not taken any action to address bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.